Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels because of three bent cannulas. Further, the patient replaced the infusion sets and resumed insulin each time and gave bolus via pump, in order to treat the issue. Reportedly, the blood glucose level at the time of incident was 520 mg/dl, so the patient went to the emergency room and was admitted quickly. On arrival to the emergency room, the patient's blood glucose level was 525 mg/dl and had ketones, but the health care professional identified the ketone level as large but not life threatening. Subsequently, on (B)(6) 2019, the patient was hospitalized and received insulin drip and fluids (drug name unknown) as corrective treatment, which resolved the issue. Reportedly, the patient was hospitalized for at least 2 days and there was no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.